Manufacturer narrative:
The following was received by the customer for complaint investigation: sample #1: one used list #b3300, clave¿ neutral connector; lot #unknown. One used list #unknown, extension set w/ filter. Two used. List #b3300, clave¿ neutral connector; lot #unknown. One used list #unknown, 4 port manifold; lot #unknown. One used manufacturer unknown, microclave; lot #unknown. As received, sample#1 has a non ICU clave device attached, no other physical damage or anomalies observed. Sample #2, no physical damage or anomalies observed. This sample was tested, all ICU microclave pass dimensional and functional test per manufacturer specifications. The sample was leak-tested and leakage was noticed at atmosphere, and a crack was identified on one stopcock. The customer's complaint of leaking at the stopcock was confirmed. The probable cause of crack on the stopcock manifold was undetermined. Initial reporter phone numbers: (B)(6). Additional contact information: (B)(6).

Event description:
The complaint/event involved a clave¿ neutral connector that was reportedly leaking jelly-like fluid on multiple connection sites when total parenteral nutrition (tpn) was running through the IV line at multiple connection sites. Although there was a patient involved, there was no injury or death. This report reflects one of two occurrences.